Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to expose. The device was analysed by remote service engineer remotely and confirmed the reported issue and requested for onsite service, but no onsite service has been performed by philips since the service quotation was not accepted by the customer. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.